Event description:
It was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was contacted and provided troubleshooting options. Several attempts were made using a different programmer and wand, and the device still could not be interrogated. Therefore, ts walked through a 60/60 reset in which the device was beeping during magnet response however, it was still unsuccessful. A remote transmission was also performed in which this was also unsuccessful. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned. It was noted that after the explant procedure, there was no visible damage seen on the device. No additional adverse patient effects were reported.